Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from (B)(6) 2023 and the lowest bg level was 24 mg/dl. Low bg cause was not known. It was reported that the customer passed out and received third party assistance from their mother, who had provided glucose tablets, carbohydrates and took the customer to the emergency room (ER) to address bg. The customer went to the emergency room (ER) on (B)(6) 2023 for seven hours. The customer received IV and medicine, but the ER did not provide the name of the medicine. The customer was released from the ER on (B)(6) 2023 with no permanent damage. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.